Event description:
On 08/16/1999, the account reported a negative suds hiv-1 results for a pt, involved in an exposure incident, who is a known positive hiv pt undergoing treatment. The employee involved in the incident was automatically started on treatment. A second sample was drawn from the source pt and the account again interpreted the result as negative. The account compared the result to the negative control, but not the training panel. No further information provided. No report of injury.